Manufacturer narrative:
The reported complaint of the customer could not install the nxt band on the autopulse nxt platform (B)(6) was confirmed upon testing the returned nxt platform with the nxt band. The root cause of the reported issue was that both spools were not in the home position, which prevented the nxt band from being inserted into any platform spool. Functional testing could not be performed because the left and right pulleys were misaligned with the band slot (not at the home position), preventing the band clips from being attached to both slots, thus confirming the reported complaint. The spool was then adjusted to the home position to resolve the issue. Following service, the autopulse nxt platform passed the run-in and final tests without issue. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with (B)(6).

Event description:
During training, the customer could not install the nxt band on the autopulse nxt platform (sn (B)(6)), indicating that the driveshaft is over-rotated. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.